Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was heavily calcified and may have contributed to the reported rupture. The catheter was returned with blood visible in the guide wire lumen, and thick contrast visible in the inflation lumen and the loosely folded balloon. This indicates that the device was prepared for use, loaded onto a guide wire and pressurized during the procedure. An attempt was made to pressurize the catheter, but the balloon would not inflate due to the thick contrast noted. After the device was left pressurized overnight to dissolve the contrast, the analysis confirmed that there was a longitudinal rupture in the balloon above the proximal marker. The scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial tears were observed along the inner surface adjacent to the fracture. This type of damage is most consistent with exposure conditions during the procedure, a material/processing discrepancy, multiple inflations and/or high stress being applied to the balloon material. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The pressure at which the balloon ruptured was not reported, which may have aided the investigation. Ultimately, the exact cause for the rupture cannot be determined. Although unrelated to the reported complaint, the analysis noted two bends in the hypotube approx 16 cm and 64 cm distal to the strain relief tubing. Since this damage was not originally reported in the case description, the shaft likely bent from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. Based on the info received with this complaint, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure of a heavily calcified proximal left anterior descending (lad) artery the voyager ruptured during the first inflation at unspecified atmosphere (atm). The device was removed without incident. A 2.5 x 8 mm voyager was used several times at 8 atm without issue. A 2.75 x 12 mm vision stent was implanted and post dilatation was performed with a 2.75 x 8 mm voyager nc without any issue. There was no reported patient effect. No add'l info was provided.